Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('lavh/bs on april 10, 2014') and ovarian adhesion ('ovary adhered to uterus') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian adhesion (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, oophorectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and ovarian adhesion outcome was unknown. The reporter considered medical device removal and ovarian adhesion to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Ovarian adhesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('lavh/ bs on (B)(6) 2014') and ovarian adhesion ('ovary adhered to uterus') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian adhesion (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, oophorectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and ovarian adhesion outcome was unknown. The reporter considered medical device removal and ovarian adhesion to be related to essure. Concerning the injuries reported in this case the following were reported via social media - medical device removal. Ovarian adhesion. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.